Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code, investigation findings).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected field - g1 (contact office).

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected field:e3 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. There were no power-up failure codes found. The unit was ran on a test trainer for one hour. No issues were found. The fse powered on the unit in service mode and checked the faults. Fault 118 was found on march 5th. The fse replaced the executive processor board , solenoid driver board, and the drive manifold assembly based on the fault code. The fse performed calibrations. Functional and safety tests passed to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off while in patient. Screen went black and stopped. High pitched noise heard. Green light on modem still on. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.